Manufacturer narrative:
The device history record (DHR) was reviewed on 6/25/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor memorygel breast implant 450cc gel prothesis, catalog: 3507450bc, lot: 1001338. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast prostheses implantation with mentor memorygel breast implant 450cc gel protheses in 2005 presented with right breast pain, hardness and shift in position. The patient had an MRI on (B)(6) 2017 that showed large peri-implant fluid collection, which was compressing the implant. Aspiration and testing of fluid for malignancy was recommended as patient presented with late onset seroma. The left implant showed possibility of intracapsular rupture. The patient underwent bilateral capsulectomies, right breast seroma aspiration, and bilateral removal and replacement with new mentor memorygel breast implant 400cc gel protheses on (B)(6) 2018. Upon explantation, the left device was ruptured, and right implant was removed intact. The seroma fluid was tested and came back cd30 negative. This report is for the right breast prosthesis.